Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment threads were damaged. The test battery cap was able to be tightened securely to the pump. During testing, the pump powered on and unrelated to the complaint, the display was found to be dim and discolored. Also unrelated to the complaint, the keypad was observed to be torn and missing above the ok button contact. The up arrow key was found to be intermittently unresponsive; the ok keypad button was unresponsive. The down arrow keypad button responded appropriately. The audio bolus button was not able to be tested due to the unresponsive ok key. The keypad was removed for evaluation. The keypad flex cable was torn and missing above up key, and the up key contact was found to be inverted. The contrast key contact was missing and the ok keypad flex cable was damaged. There was no evidence of contamination found under the button contacts.